Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The patient's sample was returned for investigation. The (B)(6) result obtained by the customer could be reproduced and (B)(6) were also non-reactive. The sample was considered to be a true (B)(6) sample.

Manufacturer narrative:
Date of event, should have been (B)(6) 2014. The patient's initial result from the e411 on (B)(6) 2014 was 0.322 coi. The patient had an additional result of 19.41 coi from the architect analyzer from (B)(6) 204. Updated to indicate the patient was not adversely affected. The second sample's repeat result was reported outside the laboratory. The customer stated the patient result of 0.094 coi of 06/13/2014, was not in fact run on an e411 analyzer.

Event description:
The customer alleged they received questionable (B)(6) results for one patient on their e411 analyzer. The customer stated that the first event happened in (B)(6) 2013. The specific date of this event was requested but not provided. The patient's initial(B)(6) from the e411 analyzer was (B)(6). The patient's result from an architect method was (B)(6). On (B)(6) 2014, the patient returned to the laboratory and had a new sample tested. The result from the e411 analyzer was (B)(6). The sample was tested on an architect method and the result was (b)(7). Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The (B)(4) reagent lot number and expiration date were requested but not provided.